Manufacturer narrative:
(B)(4). Upon completion of investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 50mmh2o. The valve was visually inspected: it was noted that the proximal connector was not returned with the valve, as well a cut/tear in the silicone housing were the connector should be, and needle holes in the needle chamber were also noted; the valve was irrigated with purified water. No occlusion was noted; the siphon guard was irrigated with purified water, no occlusion was noted; the catheters were irrigated with purified water, no occlusion was noted; the valve was dried; the valve was leak tested and was found to have leaked from the tear and the needle holes; the valve was tested for programming and passed the test; the siphon guard was removed for the pressure test; the valve was then pressure tested and passed the test; review of the history device records confirmed the valve, product code 82-3842, with lot number cpfbwh, conformed to the specifications when released to stock. It appears that the root cause of the problem reported by the customer may be associated with user handling. This however could not be confirmed. Noted in the IFU, it warns health care users to use extreme care as silicone has a low cut tolerance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The device was originally implanted via v-p shunt for the patient in (B)(6) 2013.since the device was found dysfunctional after implantation, it was removed at the end of (B)(6) 2014.further information would be provided as soon as (B)(6) received from the facility.